Manufacturer narrative:
No device deficiency reported. The symptoms and duration of the phrenic nerve injury were not reported. The cause of the tamponade cannot be conclusively determined but may have involved the manufacturer's device. Phrenic nerve injury and cardiac perforation are known adverse events for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, phrenic nerve injury occurred during initial treatment of the right inferior pulmonary vein (ripv). Later in the recovery department a tamponade occurred, treated initially with pericardiocentesis and then surgery. The location of the perforation was reported to be in the direction of the left atrial appendage. Patient was reported as stable following surgery.